Event description:
In 2009, the pt reported experiencing blood in the infusion tubing which has resulted in elevated blood glucose. He stated that he woke up in the middle of the night and his blood glucose measured 98 mg/dl, which is normal. When he woke up in the morning his blood glucose measured 197 mg/dl and he found blood in the infusion tubing. His normal blood glucose range is 70-120 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.